Event description:
A (B)(6), male, pt, called zoll customer support to report that he was receiving a service code 110 (over-voltage cleared). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the positive terminal of high-voltage capacitor c19 was broken from the defibrillator board, which caused the reported service code. The monitor case was also damaged. The root cause of the damaged c19 capacitor was likely the monitor impacting a hard surface. No adverse event resulted from the damaged c19 capacitor. The pt received a replacement monitor.